Event description:
Healthcare professional reported right side "hardness" and "capsular contracture, baker grade against a non- (B)(6) device. The device has been explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).